Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a false ventricular episode with what appears as electromagnetic interference (emi) over sensing in the right ventricular channel. Timing and pattern were not regular, furthermore, the health care professional noted they did ask patient about emi sources and there weren't any they could think of but system impedances were in range. Other episodes reviewed did not have this same pattern present. The plan was to keep an eye on monitoring. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.